Manufacturer narrative:
A 2420-0007 sample was not available for investigation of this feedback; however the customer provided a photograph to assist the investigation; analysis of the photograph confirmed the separation was from the tubing joint below the flow stop component. Further information provided by the customer indicates that the leakage occurred approximately one hour into the infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 20036414 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported separation. The customer confirmed that the leakage occurred approximately one hour into the infusion and therefore it is unlikely that a manufacturing defect led to the reported leakage. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product in the international market.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation and leakage. The following information was provided by the initial reporter: line fell apart. Bd alaris system primary infusion set - product code: 2420-0007, completely detached within the pump causing hazardous drug to leak out and onto the floor. First primed with normal saline and then infliximab infused. Detached where the clear tube goes through the white clamp and into the blue part. Not broken, just not attached where it should be, (not the actual line as it was disposed of due to nature of drug spill). Internal comments: line discarded - hazardous infusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation and leakage. The following information was provided by the initial reporter: line fell apart bd alaris system primary infusion set - product code: (B)(4) completely detached within the pump causing hazardous drug to leak out and onto the floor. First primed with normal saline and then infliximab infused. Detached where the clear tube goes through the white clamp and into the blue part. Not broken, just not attached where it should be, (not the actual line as it was disposed of due to nature of drug spill). Internal comments: line discarded - hazardous infusion.